Manufacturer narrative:
(B)(4). Batch # p92y3w. Investigation summary: the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. In addition the device was received with the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the instrument was not smoothly opening. It was safely removed from the patient without incident. Another device was opened to complete the case.